Event description:
Vf detected with aborted charges due to noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Visual inspection demonstrated signs of abrasion along the lead body. In the area of the tricuspid valve the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.